Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that while using the freestyle libre 2 app, a scan error message was received with the adc device. As a result, the customer was unable to obtain sensor readings and experienced seizure and a loss of consciousness. The customer was unable to self-treat and received water with sugar by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (storage state). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Extended investigation was performed. The returned sensor did not observe any abnormalities was observed. The complaint was replicated by using a known good android device and librelink app, and the sensor was able to communicate without any issues. No malfunction or product deficiency was identified. The issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that while using the freestyle libre 2 app, a scan error message was received with the adc device. As a result, the customer was unable to obtain sensor readings and experienced seizure and a loss of consciousness. The customer was unable to self-treat and received water with sugar by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.